Event description:
A patient reported experiencing inaccurate high results with an ot basic enhanced meter. The patient's blood glucose results were 94, 170mg/dl. Tests were done within 10 minutes with a difference of 51%. Patient did not experience any adverse events. No further information has been reported.